Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations of e1 the complete site name - (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) recognizes power supply, but is not charging the batteries. The device was parked in clinical engineering and not in use. When they went to work on the equipment, they noticed the defect. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit was only disconnected from the cart and that after connecting it, the unit worked perfectly and that it was a user error.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter : (B)(6).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).